Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer bumped into the counter and the touch screen became shattered. Customer is unable to navigate through the pump touch screen and deliver a bolus due to the damage. Customer's blood glucose was 91 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.